Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 363 mg/dl. The customer delivered a bolus to address bg. A system check was performed and air bubbles were observed within the infusion set tubing. Reportedly, the customer primed the tubing to address the issue. Recommendation was made to consult with healthcare provider regarding diabetes management.